Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The patient had irregular rhythm before death. It was reported that the cause of death is unknown.

Manufacturer narrative:
Correction: concomitant medical products and therapy dates should have been reported earlier.